Manufacturer narrative:
The pipeline device has not been returned for evaluation. The device was not returned; the event reported in this article could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this article: 2029214-2017-00410, 2029214-2017-00411, 2029214-2017-00412, 2029214-2017-00413.

Event description:
Medtronic literature review found a report of pipeline pushwire break during a procedure. The purpose of this article was to describe removal techniques of the pipeline embolization device (ped.) The authors identified five cases in which in-situ removal of the ped was required. The article states that in case 5, a ped was attempted to be implanted in the ophthalmic internal carotid artery (ica.) The article states that the pseudo-corking technique (removal of a partially deployed in situ pipeline when the push wire is fractured or disconnected) was used to remove the ped after the distal portion of the device deployed proximal to the aneurysm neck. The ped push wire fractured at the point where it connected to the proximal bumper causing complete disconnection of the distal wire segment. The device was removed without incident. The authors did not note any patient injuries in connection with this event. Colby, g. P. Et al. (2012). In situ removal of the pipeline embolization device: the ¿corking¿ and ¿pseudo-corking¿ techniques. Journal of neurointerventional surgery, 5(2).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.